Event description:
The date of the event is estimated: (b)(5) performed a total knee arthroplasty using a #2 quill for capsular closure, 2-o vicryl for intermediate layer closure and staples for skin closure. The patient experienced post-operative hematoma and was taken back to the operating room for an incision and drainage procedure. Although there were no signs of dehiscence, it was noted that the product used to close the capsule was broken in several areas.

Manufacturer narrative:
The lot number for the product used by this physician was not disclosed. One other item was reported but was not mentioned by the surgeon as one of the products that was used for this specific procedure. There were no samples returned for evaluation. Method: the device was not returned for evaluation. The lot numbers were reported as unknown. Furthermore, a review of the device history record could not be performed without the lot code information. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference: (B)(4), ra-1065q, quill srs, #2 pdo, lot# unknown. Ra-1067q, quill srs, #0 pdo, lot# unknown.